Event description:
Download data from a (B)(6) revealed a service code 104. Zoll customer support contacted the patient's daughter to have the patient's monitor returned to zoll. The patient discontinued use and did not require a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 104) was confirmed. Upon investigation the monitor displayed a service code 104 and was unable to boot up past the splash screen. The cause for the power-up failure was isolated to a defective sd card. The root cause for the defective sd card could not be identified. No adverse event resulted from the defective sd card. The patient was fitted with a replacement monitor.